Manufacturer narrative:
The monjet tube provides a vehicle for delivering short puffs of high pressure air to pt's lungs. If obstructions to expiration are present and the pressure is not adequately monitored and alarmed, subsequent pnuemothoraces can occur. These possible contributing factors are not a function of the monjet tube.

Event description:
It was reported by the user facility that pt underwent larygoscopic procedure using manual jet ventilator and hunsaker monjet ventilation tube. Neck swelled during procedure and excessive pressure resulted in double pneuomothraces. Pt expired. It was also reported that autopsy did not show perforations and reason for heart failure was still unknown.